Event description:
It was reported that a malfunction alarm occurred, and the pump touchscreen was black and unresponsive. Customer reverted to an alternate method of insulin delivery. There was no adverse effect to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.